Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure for a generator change out, the right ventricular lead exhibited lead capture anomaly. The lead was capped and replaced with a competitive lead. No further information was provided.